Event description:
As reported in a mynx control vascular closure device (vcd) filter survey, respondent #30 reported the following: bleeding and continued oozing after five to ten minutes after use of an unknown mynx control vascular closure device (vcd). Conversion to manual pressure was completed. Patient follow up is 30 days post-procedure. The device is not available for analysis.

Manufacturer narrative:
Event date unknown. Lot, manufactured date and expiration date will remain unknown. As reported in a mynx control vascular closure device (vcd) filter survey, respondent #30 reported the following: bleeding and continued oozing after five to ten minutes after use of an unknown mynx control vascular closure device (vcd). Conversion to manual pressure was completed. Patient follow up is thirty days post-procedure. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "sealant inability to achieve hemostasis¿ could not be evaluated. With the limited information provided and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.